Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the battery was not returned with the pump for investigation. There was no pump history from the time of the event due to continued patient use; the reported event occurred on (B)(6) 2013, however, the pump black box showed only dates from (B)(6) 2013. The pump black box for the available date range showed no evidence of short battery life or sudden changes in the voltage. The pump electrical current draws were tested and were found to be within specifications. The pump was opened and there was no noted damage or defects to the power circuit.

Event description:
When the pt removed the pump's lithium battery after the pump displayed a low battery warning, the battery reportedly felt warm. The pt denied suffering from any injuries from the alleged issue. Replacement batteries were sent to the pt.